Manufacturer narrative:
Based on the available information, this event is deemed to be a "serious injury". To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced an infusion set bent cannula event on (B)(6) 2026. The insertion site was abdomen, and infusion set was in use for three hours. Patient also experienced high blood glucose level during at the time of event and patient took bolus via pump.